Manufacturer narrative:
The synchroseal instrument has been returned and evaluated by the failure analysis (fa) team. Fa investigations could neither replicate nor confirm the customer-reported complaint of 'not recognized' nor verify an external event to be related. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system, where it passed the recognition and engagement tests, moved intuitively with a full range of motion in all directions, and its jaws opened and closed properly. The instrument synced and sealed twice with no issues. The instrument passed an electric continuity and ceramic dot test. There was no problem detected. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional testing performed: ceramic dot: 9/9 dots-passed. Electric continuity test: passed. Additionally, the instrument was found to have thermal damage on the jaw cove, at the site of the tears. There is possibly missing material. The jaw cover was found to have tearing. Tears measure from .130¿ to .358¿ in length. There are signs of thermal damage present. There is possibly missing material. The event was caused partially or wholly by the use of the device, including sample handling.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the synchroseal instrument was not recognized. The customer attempted to reseat the instrument multiple times but the issue persisted. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical followed up with the initial reporter and obtained the following additional information: there was no injury to the patient and the surgeon continued the procedure using a new synchroseal.